Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient developed twiddlers syndrome which dislodged the right atrial lead. The lead also exhibited high impedance. The lead was explanted and replaced successfully.

Manufacturer narrative:
(B)(4).